Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, the aneurysm is 7 cm in diameter. Vessel morphology is unknown. The patient is not a surgical candidate. The current neck diameter is 27mm (at the sma), 32mm (10 mm below the sma), and 35 mm (20mm below the sma at the renal arteries). It was reported that the patient came in emergently and was symptomatic; it was noted that the stent graft has migrated approximately 3 cm below the renal arteries resulting in proximal type I endoleak. The migration was due to a dilated neck. The left renal was atrophic. The plan is to cover the left renal and snorkel right. The physician started with bi lateral cut downs as well as brachial exposure for the snorkel. The physician got a 7 fr sheath in the right renal artery. After that he placed the endurant up from the right groin. The physician started deploying down to the flow divider in the lateral position with the stent at the level of the sma. The physician then moved the c-arm ap. At this time he saw he was very close to the flow divider. The physician then pushed the device up and finished deploying. He then deployed a 5x59 atrium stent in the right renal. The physician did an angiogram which showed the sma covered. At this time we got into the sma and placed a 7x39 atrium. The physician finished the contra lateral limb, ballooned and took a final angiogram which showed no endoleak and both right renal and sma filling. The physician was fine placing a stent in the sma since he had stenosis. No additional clinical sequelae were reported. The patient is doing fine. A review of several returned still angiogram, images confirmed the aneurx migration, but the cause of the sma coverage could not be determined.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results and conclusion: (stent graft migration, endoleak). (Disease progression; neck dilatation.).